Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because air was found in the pump. Upon revision, a hole in the reservoir was identified. A surgical procedure was performed during which the cylinders and pump were removed, and a new cylinders, pump and reservoir were implanted. No patient complications were reported.